Event description:
A crack was found in a carbon composite nose cone that holds a tv camera. No serious injuries were reported. There is a concern that the tv camera could fall and cause serious injury.